Event description:
It was reported that this system was a part of system revision due to an infection. No additional adverse patient effects were reported.

Event description:
It was reported that this system was a part of system revision due to an infection. No additional adverse patient effects were reported.